Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). At the time of this review, there was no allegation of revision, no invasive treatment, and no permanent injury. There is no serious injury to report, so the cup/liner are being reported as malfunction for disassociation. Initial reporter indicated that there is no further information available. The new information does not require changes to ips, coding, or to us-FDA MDR reportability determinations (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2016 via tha. On (B)(6) 2020, there was no problem by x-ray photo, but, on (B)(6) 2020, there was a suspicion of the liner's dislocation by x-ray. The revision surgery will be performed on (B)(6) 2020. No further information is available.